Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted concurrently with bso, and cystoscopy, due to menorrhagia, multi-fibroid uterus, mixed urinary. It was reported that patient underwent an implantation of a bladder stimulator on (B)(6) 2013, due to an overactive bladder. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010. It was reported that the patient experienced infection, urinary/bowel problems, and bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, and vaginal itching.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, nocturia and urinary tract infection. It was reported that the patient underwent revision of interstim on (B)(6) 2013 by dr. (B)(6), md, due to wound seroma.

Event description:
Details: it was reported that following insertion the patient experienced urinary frequency, urgency, nocturia and urinary tract infection. It was reported that the patient underwent revision of interstim on (B)(6) 2013 by dr. (B)(6), md, due to wound seroma.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent a hysterectomy.